Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a return of symptoms. The patient noted the left side is quivering. The patient noted the return of symptoms was sudden. The patient stated last month he was able to see his current program and stimulation setting, but this month he cannot see them. The patient stated the last time they saw their healthcare professional (hcp) for reprogramming was 3-4 months ago. The patient is implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.